Event description:
It was reported that cartridge alarm 20 occurred with pump during use and issue had been experienced before with same pump. There was no adverse impact to the customer's blood glucose level. Customer contacted support and was instructed that pump would be replaced, and no additional information was received regarding further actions or outcomes. . Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.